Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer has experienced high blood glucose due to being sick. Blood glucose value was 445 mg/dl. She also mentioned having issues calibrating. They declined troubleshooting.